Event description:
Additional information received reported that the cause of the event was "noncompliance of diet restrictions." It was noted that there were no interventions and the impedance measurements were "all normal." To the physician's knowledge, the patient was not hospitalized. No patient outcome was given. If any further information is received, a supplemental report will be sent.

Event description:
It was reported that the patient experienced regurgitation when he slept, starting a couple nights ago. The patient had experienced this issue before, but it improved after the stimulator was installed. The patient was unsure if he had turned the stimulator off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).